Event description:
It was reported the patient's ipg was no longer stationary in the pocket. In turn, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the patient's ipg pocket was revised and the ipg was sutured down in the pocket.

Event description:
Follow-up revealed surgical intervention addressed the patient's issue.